Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2004 for anterior repair and mesh was implanted uneventfully. The patient was identified to have mesh exposure in 2017 on anterior wall of vagina. The exposed mesh will be excised locally. Additional information will be requested.